Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm. The customer¿s blood glucose was 12.2 mmol/l. The troubleshooting was performed for the insulin pump error alarm. The customer reported that they were unable to clear the alarm. The customer was advised that the insulin pump required replacement and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.